Event description:
The manufacturer received information from uno legal litigation in reference to a rep dreamstation CPAP with an allegation of nose irritation, respiratory tract irritation, dizziness and/or headache, inflammatory response and kidney disease/toxicity. The manufacturer was made aware of this complaint through a representative of the customer. The device has been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 7/19/2023 and h11 is updated as: the manufacturer received information from legal litigation in reference to a repaired or recertified dreamstation bipap with an allegation of nose irritation, respiratory tract irritation, dizziness and/or headache, inflammatory response and kidney disease/toxicity. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was zero error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section g and h is updated in this report.

Manufacturer narrative:
In the previous report, the b5 verbiage, device returned date and device problem code captured incorrectly, and it was captured correctly in this report.

Event description:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an allegation of nose irritation, respiratory tract irritation, dizziness and/or headache, inflammatory response and kidney disease/toxicity. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.